Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient developed a rash, redness, pus, a pimple (bump), and an infection at the needle puncture site. She had pain in the area. On (B)(6) 2025, the patient went to an urgent care clinic and was prescribe oral antibiotic medication (doxycycline 10 mg, twice per day for 7 days). At the time of report the patient the infection had already healed, and the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.